Event description:
Patient experienced erythema and hardening of the treated areas approximately 30-45 days after juvéderm ultra¿ xc application. The physician did not identify collections for drainage. The physician hypothesized biofilm associated it with the juvéderm ultra¿ xc injection. Predsim, clarithromycin + ciprofloxacin for 20 to 40 days provided as treatment.

Manufacturer narrative:
Additional data:

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the nasolabial fold with 1 ampoule of juvéderm ultra¿ xc. The patient experienced edema at the injection site immediately after injection. Physician prescribed corticosteroid to reduce edema. Injectable hyaluronidase was used. The hcp ¿has successfully reversed the case of [the] patient¿. The event is ongoing. The hcp ¿does not agree that it is an adverse event¿.